Manufacturer narrative:
(B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodged and remained on the delivery catheter. The target lesion was located in the calcified left anterior descending artery. A 3.50x24mm promus premier¿ drug-eluting stent was advanced through a guidezilla guide extension catheter but was unable to cross the lesion. Upon withdrawing the stent delivery system (sds), it was noted that the stent was dislodged from the sds into the proximal part of the guidezilla. The devices were removed together outside the patient's body. The procedure was completed using a new stent. No patient complications were reported and the patient was okay.